Event description:
Physician assistant (pa) was closing laparoscopic sites and when they pulled the suture through the skin the needle broke off thread and was stuck inside subcutaneous layer. Dr was called back into or.